Event description:
During surgery thoracoscopy with biopsy of left lower lobe of lung, the stapler was fired into the lung tissue, but then would not unlock and could not be released without more damage to the lung tissue. A thoracotomy had to be performed to release the stapler. The procedure was videotaped. The co rep was notified.